Event description:
During an abdominal aneurysm coiling procedure, it was reported that after the coil has been placed inside the aneurysm, the physician decided to retrieve the coil. While pulling it back, the coil detached in the catheter. The catheter and coil were removed. No patient injury reported.

Manufacturer narrative:
The device involved will not be returned for evaluation, as it was discarded by the hospital.